Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The high voltage cable was cleaned, and the nodes were deleted reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system locked up and displayed a milliamp sensor error message. No pt injury was reported.